Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Blood pressure decreased. Cardiac arrest should not have occurred.

Manufacturer narrative:
An event regarding bcis involving a simplex cement mix was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's blood pressure dropped during surgery due to leakage of cement into the medullary cavity. Cardiac arrest was also reported, although it is unclear how it was addressed aside from stopping surgery before all devices were implanted. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that, blood pressure decreased. Cardiac arrest should not have occurred. Update from the sales rep: "the patient did not die at the time the surgery was completed. Postoperative photos were reviewed and showed that the cement plug had been dislodged and cement had leaked into the medullary cavity."